Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of necrosis, bruising, pain, redness, swelling and "crusting" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, ecchymosis, pain and necrosis: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Haematomas. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported 2 days after injection to the nasolabial fold and right cheek with juvederm voluma with lidocaine patient developed necrosis at the right nasolabial fold. Three days later patient returned for follow up with "bruising, pain" and the "corner of nose crusting" and was treated with topical bactroban and oral asa. The patient was seen the next day with significant improvement; the "crusting has come off" but there is redness and swelling in area. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported 2 days after injection to the nasolabial fold and right cheek with juvederm voluma with lidocaine patient developed necrosis at the right nasolabial fold. Three days later patient returned for follow up with "bruising, pain" and the "corner of nose crusting" and was treated with topical bactroban and oral asa. The patient was seen the next day with significant improvement; the "crusting has come off" but there is redness and swelling in area. Symptoms are ongoing.